Event description:
Mandatory user facility medwatch received which states, "general anesthesia for right axial bifemoral bypass. A-line and a pa catheter placed at the start of surgery. At the end of the 2-1/2 hour case the pt developed hypotension and hemoptysis after inflation of the pa catheter balloon. Pt expired in the or after receiving 8 units of prbc and placement of bilateral chest tubes". Upon further query, it reported that the balloon was checked prior to inflation and there were no problems with the balloon pre-insertion. The catheter was initially floated into place, and when the wedge pressure was obtained, the balloon was deflated as in standard practice. The waveform was monitored throughout the procedure. Prior to the next inflation, there was no indication that the catheter was displaced or in a wedge position, as the waveform appeared normal. The pa catheter balloon was inflated, and the pt then developed hypotension and hemoptysis. Efforts made to treat the pt included bilateral chest tube insertion and blood transfusions. The pt expired in the or. No problems with deflation of the balloon were reported. It is unknown whether or not the integrity of the balloon was checked upon removal. The incident occurred in 2001. An autopsy stated that the cause of death was a pulmonary artery rupture. Add'l info was requested, but no further info was provided.